Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d224trk, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD) and called their clinic. The remote monitoring network showed atrial flutter with ventricular rates in the ventricular tachycardia (vt) zone. The device initially withheld therapy due to the atrial fibrillation (af) rule, however the patient's right atrial (ra) lead began under-sensing, which caused the shock. Reprogramming was recommended but none was done. The patient's anti-arrhythmia medication has been increased. No further patient complications have been reported as a result of this event.